Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a sigmoid resection procedure, the device fired normal. However, the device could not be removed. The bowel was moving with the device when the assisting surgeon rotated the device per the IFU and the bowel became ripped. The bowel was repaired by re-doing the anastomosis and using another device to complete the procedure. When re-doing the anastomosis, staples were noticed to be formed properly from the first device. No adverse consequences reported. The device was discarded.